Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the sales representative that the customer suffered a dirty needle stick injury from the bd vacutainer® safety-lok¿ blood collection set. However, no medical intervention was reported, and no further information has been received from the sales representative regarding this event. An email was received from the customer on 2019-02-19 stating, "I did not report a complaint", and further attempts were made to receive more information, but nothing more has been reported thus far. This event reportedly occurred a total of 6 times; this MDR is meant to capture 1 of the 6 incidents. As reported by the customer, "sales rep called to report the customer experienced 6 needle sticks. Additional information was not provided by sales rep."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported by the sales representative that the customer suffered a dirty needle stick injury from the bd vacutainer® safety-lok¿ blood collection set. However, no medical intervention was reported, and no further information has been received from the sales representative regarding this event. An email was received from the customer on (B)(6) 2019 stating, "I did not report a complaint", and further attempts were made to receive more information, but nothing more has been reported thus far. This event reportedly occurred a total of 6 times; this MDR is meant to capture 1 of the 6 incidents. As reported by the customer, "sales rep called to report the customer experienced 6 needle sticks. Additional information was not provided by sales rep."